Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41301. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer¿s reported problem, ec 41301 was verified by functional testing. The cause is the main board is inoperable. Replaced the pwa (printed wireless assembly) board to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.